Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test due to buttons not responding. Device received with missing button keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 400 mg/dl. The customer did not mention any treatment related to high blood glucose level. The customer did not mention any symptom related to high blood glucose level. The customer also reported that the act button was not working and also got a button error alarm. The customer reported that the time on the insulin pump still advanced. The customer also stated that the act button metal inside the pump was completely exposed and used a penny to press the act button. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.